Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. Per tandem's user guide, "do no remove or add insulin from a filled cartridge." The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check by tandem technical support revealed the customer used cold insulin, was reusing insulin from an old cartridge, and used pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 110 mg/dl.